Event description:
Had breast implants in 2000. Product pip had implant rupture in 2003 went back to doctor. He told me that pip was not covering warranty so he said it would be best to replace both with another brand for an additional fee. He replaced them with mentor. Then in feb of 2005 the right one ruptured. Called same doctor to find out he retired and closed his office. He left me with a problem. Without money I went to county hospital to get it fixed. Right after that the left one ruptured again. I am now without a breast implant again. I contacted mentor to find out some info on the implants he put in, in 2003 and was told by two different people that they do not have that info. I have my medical records with the implant info and can not get them to even tell me when they were purchased. This has been a nightmare. This is my fourth surgery.